Manufacturer narrative:
(B)(4).

Event description:
It was reported "several possible he loss 2 alarms were issued andsubsequently, blood was found in the he driveline. This prompted for removal of the iab and replacement of anew 40 cc fiberoptic iab via femoral insertion". Additional infomation states the iab catheter was removed and replaced in a different insertion site. No patient injury or consequence reported. The patient's current condition is reported as "critical".

Manufacturer narrative:
(B)(4) the reported complaint for "iab rupture" is not able to be confirmed. The product was not returned for investigation. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "several possible he loss 2 alarms were issued and subsequently, blood was found in the he driveline. This prompted for removal of the iab and replacement of anew 40 cc fiberoptic iab via femoral insertion". Additional information states the iab catheter was removed and replaced in a different insertion site. No patient injury or consequence reported. The patient's current condition is reported as "critical".